Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that six weeks after the initial surgery while the patient was doing rehab, she heard a crack and felt pain. When the x-ray were taken it was possible to see two screws broken around the head and a third screw pulled out. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Alert date update, reported as 04/15/2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: weight is an approximation. Event date: reported as (B)(6) 2015 but it unknown when exactly the device broke. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing site: (B)(4), manufacturing date: 25. May 2012, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the performed investigation of the broken screws did not show any material or manufacturing related fault, the screws were conforming to the specification. It was concluded that the implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. The investigation of the plate has shown that some of the locking threads are damaged. This was caused post-manufacturing, but afterwards it is not possible to determine if this occurred during the insertion, extraction or the strong displacement of the plate, which is visible on the received in-situ picture, after the screws were broken. This strong displacement of the plate could also be the reason of the mentioned screw back out. An investigation summary was performed. The investigation of the complaint articles has shown that: the screws were implanted on (B)(6) 2015. The screws were implanted with a philos plate and further seven locking screws. According to the device report the breakage of the screws occurred six weeks after implantation on (B)(6) 2015. The revision surgery to remove the broken implant was performed on (B)(6) 2015. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the screw a was subjected to low alternating bending loads (two-sided). Constantly alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw a. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. No product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.